Manufacturer narrative:
Additional information: additional information received on 02/20/2023 and revealed that the initial ora verification resulted in incorrect power. Needed lens with stronger astigmatism power. Iol reposition done on (B)(6) 2023. Patient satisfied with results and no injury. Based on additional information the following sections have been updated accordingly: based on the additional information received, the codes from the initial MDR of code 1845 - eye injury, 2993 - adverse event without identified device or use problem and are no longer applicable. The following codes have been added to reflect the new information: section h6: health effect - impact code: code 4628 - device repositioning. Section h6: health effect - clinical code: code 4582 -no clinical signs, symptoms or conditions. Section h6: medical device problem code: code 1667 - unstable. Section h6: medical device problem code: code 1189 - application program problem: dose calculation error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown/ asked but not available. Section b3:unknown/ asked but not available. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from the patient's right eye. Explant was due to an unknown reason. The suspect iol was replaced with another same-model but low-diopter johnson and johnson iol. Patient status is unknown. No other information was provided.